Event description:
It was reported patient underwent a procedure to remove two screws on (B)(6) 2013. During the procedure, the scarf drill bit snapped. A piece fell into the patient's wound and was retrieved. A smaller stepped drill was used to finish the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown, product identification and expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date ¿ unknown.